Manufacturer narrative:
Submit date: 8/24/2017.

Event description:
The customer states that the enteral feeding pump did not have a display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿blank screen¿. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are excessive damage due to customer misuse. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.